Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a touch screen malfunction. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a touch screen malfunction. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,h6(impact & clinical)

Manufacturer narrative:
Updated fields: e1 (site country), h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 (event site postal code:(B)(6). The getinge field service engineer (fse) that encountered the reported issue iduring pm replaced the touch screen assembly and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that, during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had a touch screen malfunction. There was no patient involvement. There was no harm or injury reported.